Event description:
A patient was implanted width a trochanteric fixation nail, helical blade and locking screw in (B)(6) 2012. On an unknown date the patient presented to the surgeon and it was noted the helical blade had cut out through the femoral head into the pelvis/acetabulum. The patient was returned to the or on an unknown date for removal of the nail construct and revision to a total hip replacement. Final outcome was favorable for the patient. This report is #2 of 3 for complaint (B)(4).

Event description:
This is 2 of 3 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Additional narrative: implant date: (B)(6) 2012. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Implant date reported as (B)(6) 2012. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with one nonconformance noted. Nonconformance (B)(4) was written as a result of paint on the ends of the raw material bar stock. This paint is an identification method used by the raw material supplier to identify specific lots. The painted ends are removed during routine manufacturing steps and will not affect the finished product. The disposition of this nonconformance was to proceed with normal processing and inspection. No adverse affect on product. Placeholder.